Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead intermittent undersensing noted. It was also reported the right atrial (ra) lead exhibited intermittent oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.